Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 days. The patient remains on vad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient remained in the hospital with multiple gi bleeding events that occured on (B)(6) 2016. Treatment included multiple endoscopy procedures and with clipping of the bleeding sites. The patient was transfused with 20 units of blood with the first event, 4 units of blood with the second event, and 4 units of blood with the third event. The gi bleeding has reportedly resolved after clipping and the patient is scheduled to be transferred to a rehabilitation unit/facility. No further information was provided.